Manufacturer narrative:
Conclusion statement1: the reported event of high impedances was confirmed. Analysis of the returned lead extension "a" found internal wires broken and detached in the header strain relief. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01072. It was reported that the patient's system had impedance issues. Surgical intervention was undertaken on (B)(6) 2024, wherein both extensions were explanted and replaced to address the issue. Therapy was restored post procedure.